Manufacturer narrative:
The device is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the moment. There are currently no supplementary data available. The case is thus closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
Ous MDR - it was reported that the lead was capped and replaced on (B)(6) 2017, about 86 months after implantation due to impedance issues.